Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2017-06389, reference MFR. Report#: 1627487-2017-06390. It was reported the patient underwent an unrelated procedure last year wherein the ipg was damaged and the scs system did not function thereafter. The patient also desired to have updated technology. As such, the patient underwent surgical intervention on (B)(6) at which the ipg was explanted and replaced with a different model. During the procedure, the patient's leads were inadvertently cut. In turn, the leads were also explanted and replaced. Effective therapy was restored following the procedure.